Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v312713, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3058, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v285772, implanted: (B)(6) 2009, product type lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that a lead was cut during a plastic surgery procedure. It was reported four days later that nothing was believed to be explanted. The patient was informed to go back to her implanting health care provider (hcp). Additional information was requested, but was not available as of the date of this report.